Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 - 10:40 pm cst where user's sg was 40mg/dl and bg was 156 mg/dl. After dms review, we confirmed that on (B)(6) 2025 at 10:37 pm cst user's sg was 44mg/dl and bg was not entered on dms. After dms review, we confirmed that the user received a low glucose alert at 10:32 pm cst, when the sg was at 43 mg/dl. The user didn't seek for medical treatment and resolved the event by reviewing his bg with glucometer before making treatment decisions. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 at 10:40 pm where user's sg was 40mg/dl and bg was 156 mg/dl.a review of the data management system (dms) data revealed that on (B)(6) 2025 at 10:37 pm where user's sg was 44 mg/dl and no bg was entered.a review of the alert history revealed that the user received both out of range low and low glucose alerts during the reported time as user's sg was below 40 and 65mg/dl respectively. User did not seek medical treatment. User's hcp was not aware of the event. The user was advised to follow up with their hcp for medical guidance.a case ((B)(4)) was created to address the sensor's inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation. Based on investigation, the most likely cause of the observed sensor inaccuracies was identified as transient optical instability noted in the raw sensor data. This failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the condition that presents itself in the body is not reproduced in the lab. The user was offered a sensor replacement as a resolution. B4. Date of this report 04 august 2025. G3. Date received by the manufacturer? 04 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.